Manufacturer narrative:
B5 MDR code 1371 added.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Reportedly, the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no adverse impact to customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.